Event description:
Information received from the field does not address the patient's clinical status but notes a lack of sensing. The physicia n noted possible damage to pacemaker and/or lead system due to previous surgery.